Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Testing was performed in other shock vectors, which also reproduced shock impedance measurements of greater than 125 ohms. An echocardiogram was performed and the patient had a left ventricular (lv) clot. The patient was being put on blood thinner medications and received a life vest, and would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the shock impedance measurements had continued to gradually increase. A commanded 41 joule shock had been delivered in the prior year to test the shock impedance measurements, which resulted in a measurement of 81 ohms. The patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service.